Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. The rep reported a power on reset por message. The cause to the por was due to the electrocautery near the battery. Manually entered the serial number and the issue was resolved.